Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette disconnected from a pd solution bag; described as the ¿2.5% bag disconnected from the white clamp line". This occurred during a fill step of automated peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.